Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a balloon rupture occurred. A 10/3.00 flextome(tm) cutting balloon(tm) was selected for use. During procedure, it was noted that the balloon ruptured during inflation. The device was removed from the patient's body and completed the procedure with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination of the returned device identified no tears in the balloon material. However, during an attempt to inflate liquid into the balloon, a pinhole leak was observed in the mid-body of the balloon. A microscopic examination of the balloon material identified no issues which could potentially have resulted in the pinhole leak. An examination of the blades identified no damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. A 10/3.00 flextome¿ cutting balloon¿ was selected for use. During procedure, it was noted that the balloon ruptured during inflation. The device was removed from the patient's body and completed the procedure with another of the same device. No patient complications were reported and the patient's status was good.